Event description:
It was reported that during an implant procedure, the physician loosened the atrial port set screw in order to add more lead slack and stripped the set screw from the device header. The silicone grommet was removed and the set screw re-seated however no medical adhesive was available so the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. It was noted that the grommet and set screw were both missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).